Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was monitored and no alarm anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reports to have received a button error alarm. Customer also reports that alarm was not loud enough to be heard. Customer's blood glucose was 37 mg/dl, which was treated with juice and liquid glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.